Manufacturer narrative:
The device was not evaluated as the device is past end of support.

Event description:
It was reported to philips that the device's power led is not working. There was no patient involvement.